Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6)2026. The blood glucose level was high (upto 223 mg/dl) which was treated by pump and manual injection. Patient also had taken prescription medication wegovy. The current blood glucose level documented was 184 mg/dl. No further information available.